Event description:
It was reported that the atrial lead exhibited high impedance via merlin.net. The patient was brought into clinic and increased thresholds were noted. The lead was diagnostically imaged and possible subclavian crush was noted. The lead was cut, capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.